Event description:
It was reported that the patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient was revised as it is alleged that the patella was not seated properly and the pegs sheared off. The patient had another cemented regenerex patella implanted over 5 years ago and is now complaining of pain in the press-fit patella.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted. The following sections could not be completed with the limited information provided. Date of event - unknown. Brand name - unknown. Catalog number, lot number and expiration date - unknown. Date implanted - unknown. Date of any explants - unknown. Initial reporter / surgeon name - unknown. 510k number - unknown. Manufacture date ¿ unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08160 / -08142).